Manufacturer narrative:
(B)(4). Difficulty placing due to difficulty seeing gold markers is not specifically addressed in the IFU. Event eval: still under investigation.

Event description:
Markers on the device appeared in an unusual manner and did not clearly define limit of covered stent (1820334-2011-00308). This made positioning the device difficult and created concern about covering the renal artery. Also, with the same device, the captor valve leaked large amounts of blood, even in the closed position (1820334-2011-00309). No harm to the pt reported. Procedure was completed and device remains in situ.